Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they talked to the patient and their patient's representative (pt rep) said that they were asked by their pt rep to help them to move from left to right the bloody gauze from incision site since they said that they needed to change side. They were not aware that when switching side it should be on the controller not on incision site. They said that their pt rep move the bloody gauze with something on it like coil or anything (their pt rep did not check what was inside the gauze) to the right side yesterday from left side on their back to right side and put a tape on it .but the bloody gauze fell off today and they were worried that something might be on that gauze that supposed to be attached to the incision site. It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention occurred.